Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hiatal hernia repair. When the surgeon was preparing to suture the mesh onto the hiatal hernia, the needle broke. It was broken before being passed through tissue. The broken needle fell into the patient cavity. It was retrieved by the surgeon with graspers. The surgeon confirmed both pieces were removed, and used a new reload to complete the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.